Manufacturer narrative:
Patient identifier not available from the site. Patient weight not available from the site. A medtronic representative went to the site to test the equipment and found upon attempted boot of system, mvs screen remains black with imaging pendant displaying "connected not ready". Inspection of internal mvs components reveals that everything appears to be appropriately powered on. Externally, the computer appears to have booted. Nothing appears on screen with use of external monitor. Mvs computer ordered for replacement due to suspected failed video card. After replacement of the mvs computer the medtronic representative performed an imaging system check-out, all areas passed. System performed as intended. Medtronic investigation of returned suspect computer finds that the reported issue was cause by an electrical failure. When mvs computer was powered, it didn't boot. Hard drive from the mvs computer was removed and tested with a known good mvs computer. Initially we received bluescreen error. Through raid settings, wiped all the hard drive info and reloaded 3.1.6; hard drive booted ok but when this hard drive was installed back into the original computer, the computer did not power up and fan was running continuously. This event was identified during a retrospective review as discussed with the FDA (B)(4) district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that during a spinal fusion procedure the imaging system unexpectedly exited after completing a spin. To troubleshoot the issue the medtronic representative had the site reboot the mobile view station (mvs) and image acquisition system (ias) without resolution. The surgeon opted to complete the procedure without the use of the imaging system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.